Manufacturer narrative:
Concomitant product(s): addr01 ipg, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they went to the emergency room and had "passed out and the doctors don't know why". Follow-up with the clinic indicated that there was noise exhibited with the right atrial (ra) lead. No additional information was available. The lead remains in use. No further patient complications have been reported as a result of this event.